Event description:
It was reported that a screw was misplaced through an autobahn evo locking washer intra-operatively, and then removed from the patient.

Manufacturer narrative:
The device was not available for evaluation as it was discarded by the hospital. It was reported that a screw was misplaced through an autobahn evo locking washer intra-operatively, and then removed from the patient. While inserting the distal, anterior 3.5mm screw into the plate, it deflected off its original drill path after bumping the post of the previously implanted total knee, creating an extreme angle which the screw head then passed thru the plate washer. The residents performing the procedure using the torque limiter to implant the screw and failed to notice the screw going thru the plate hole. The attending doctor returned to the room, removed the remaining screws for the washer and was able to retrieve the 3.5mm screw from the bone successfully. The issue reported describes the device being used with a total knee stem that bumped the screw and created an extreme angle at which the screw was inserted into the locking washer. The 3.5mm locking screw is intended to be used within a 40 degree cone of angulation through the 3.5 holes in the locking washer. Outside of this cone of angulation, the risk of screw pass through is increased. No determination could be made as to the cause of this reported issue.

Manufacturer narrative:
The device was not available for evaluation as it was discarded by the hospital. It was reported that a screw was misplaced through an autobahn evo locking washer intra-operatively, and then removed from the patient. While inserting the distal, anterior 3.5mm screw into the plate, it deflected off its original drill path after bumping the post of the previously implanted total knee, creating an extreme angle which the screw head then passed thru the plate washer. The residents performing the procedure using the torque limiter to implant the screw and failed to notice the screw going thru the plate hole. The attending doctor returned to the room, removed the remaining screws for the washer and was able to retrieve the 3.5mm screw from the bone successfully. The issue reported describes the device being used with a total knee stem that bumped the screw and created an extreme angle at which the screw was inserted into the locking washer. The 3.5mm locking screw is intended to be used within a 40 degree cone of angulation through the 3.5 holes in the locking washer. Outside of this cone of angulation, the risk of screw pass through is increased. No determination could be made as to the cause of this reported issue.

Event description:
It was reported that a screw was misplaced through an autobahn evo locking washer intra-operatively, and then removed from the patient.